Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported having issues with it but now and then it will straighten itself out - pt clarified "intermittent issues" with the controller. Pt has not been able to get the ins to recharge. Pt stated her back is killing her today because she cannot charge her ins. Pt stated she can charge the controller but they see an error message: software problem cannot continue - intellis - 3.0 -243 - qf_port. Pt stated as soon as she plugged the recharger telemetry module (rtm) in the message came up. Pt did verify that she has had issues with the controller w/o the rtm plugged in. Pt reported that before during issues she would take the li battery out and reset the controller and it would work again. Additional information was received and it was reported that the replacement controller screen is blank and they cannot get the controller to power on. Pt noted they had previously charged the controller from the ac power supply. After completing the controller reset, the pt noted the controller powered on and showed the hello [3] screen. Reviewed this screen and walked the pt through the set-up screens successfully. Pt noted this controller was much faster than the old controller. Pt stated they needed to charge the ins, and confirmed they were able to establish a charging session for the ins. Pt reported that their back was hurting so bad because they were unable to use the old controller to charge. Pt said that since they had the controller programmed to their ins yesterday, they were having trouble with the controller having a blank controller screen. Pt said the backlight on the controller would come on, but nothing would display on the screen. Pt also said when they pushed the white on/off button, it wouldn't do anything. Pt said they could resolve the blank screen by resetting controller but next time they go to use the controller again, the screen is blank. Pt mentioned they had a migraine so they hadn't checked yet today until they called. On the call, the pt was able to get their controller screen to come up. Had the pt lock the controller and try to turn the screen back on and the screen was blank with only the backlight lit up.

Manufacturer narrative:
Continuation of d10:product ID 97745 serial# (B)(6): product type programmer, patient. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.